Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, difficulty was experienced when inserting the stylets into the full length of the lead. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that the stylet was not returned with the lead. Stylet insertion test was performed using a stylet sample, the stylet passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.